Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implantable transvenous defibrillation lead and non-guidant atrial pacing lead exhibited no atrial or ventricular capture. Also reported were high out of range impedance measurements on both leads. X-ray examination verified that lead position not changed.